Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient location was not updated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist connected to the cce (carefusion coordination engine) and found that no a08 or a02 type messages sent to cce. The tss later found that the issue was on the host side. The tss mentioned the findings from meditech and my it department. The issue was caused by incorrect workflow usage in meditech during patient transfer. Specifically: instead of using the proper transfer function (which triggers an a02 event), the user used the "undo" routine and "cancel admit" (a11) function. This led to the system not sending the expected transfer update, resulting in the patient being tied to a different room/bed. The interface worked fine. The system functioned as intended after the technical support specialist and integration engineer investigated the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient location was not updated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.